Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2003 prior to gastric bypass surgery. Patient is alleging vena cava perforation. The patient further alleges ¿pain in her right side. She is concerned about the future damage the filter could cause. Plaintiff is limited in the amount of lifting she can do. Additionally, she cannot participate in any strenuous activity.¿ patient experiences ¿shortness of breath, pressure in her chest and depression.¿ per one reading of a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿approximately four prongs perforate the inferior vena cava ¿ with one abutting the aortic wall. Maximum distance of perforation is approximately 10 mm ¿. Approximately 8 degrees of tilt superior left to inferior right present ¿. Approximately 9 degrees of tilt superior anterior to inferior posterior ¿.¿ per a second reading of a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿there is a trapeze type filter in the infrarenal cava. The inferior struts of the filter project external to the caval lumen between three and 4 mm consistent with perforation. No evidence of pericaval hematoma identified. There is no evidence of tilt. Clot formation cannot be assessed without contrast utilization.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation, tilt, side pain, dyspnea, depression, chest pressure, limited physical activity, and concern. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported side pain, dyspnea, depression, chest pressure, limited physical activity, and concern are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 8 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.